Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate therapy due to rapid atrial fibrillation. It was noted that the patient was having palpitations and received inappropriate shock. Patient was admitted in the hospital after experiencing another palpitation but no shock was delivered. Device was reprogrammed and patient's medication was adjusted.